Manufacturer narrative:
The device was reported as an unknown supercondylar nail. The nail was classified as primary product. All other returned implants are associated products and will be not considered in the investigation summery. An inspection of the nail and a review of the DHR were not possible because the nail and its identification details (catalog# and lot code) were not available. The exact root cause of the reported nail breakage could not be determined. The customer reported that the nail was implant for ~10 years. This long time frame indicate that the fractured bone was healed already; usually the femur bone needs ~6 months in maximum to heal completely (refer to ¿statement (B)(4) fracture healing: normal healing range of long bones¿). Furthermore the customer reported that the patient fell and the nail broke proximally. Most likely the nail broke due to the additional trauma caused by a spontaneous bending overload. The IFU includes that the implants are temporary implants and shall be removed after the bone is healed. Furthermore the IFU warns about additional fracture and overloading the implants. Based on the given information the case is attributed to the patient; a manufacturing issue can be excluded. No non-conformity identified; no previous or actual actions are in place. Hospital policy.

Event description:
It was reported that the patient's right hip was revised. About 10 years ago patient had a supracondylar nail implanted. Patient fell and fractured proximal of nail. Patient was revised to a restoration modular. Further information and records are unavailable as per hospital.